Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan USA to report the one touch ping meter was giving inaccurately erratic readings. The patient obtained two sets of blood glucose readings: 35 mg/dl and 140 mg/dl obtained within 20 minutes; and another set of readings 42 mg/dl and 102 mg/dl. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, the complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however the evaluation process has not yet been completed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the test strip passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.